Event description:
Suregeon was attempting to remove bilateral left and right drains. Right side drain removed without incident. Left side drain snapped at neck junction of catheter. The wound was probed successfully. The patient was taken to surgery and under regional anesthesia the drain tip (approximately 6 inches) was retreiveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.